Event description:
It was reported the insulin pump had a blank display. The customer wanted to change the batteries but was unable since the device is not turning on. The customer's blood glucose was unknown. The device had no damage, it has not been dropped or bumped, it was not exposed to moisture, and the contacts on the battery cap and the spring are neither damaged nor corroded. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.